Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Post-procedure the patient went into cardiac arrest. The patient was provided fluid resuscitation and transferred to the intensive care unit (ICU). Pulseless electrical activity (pea) occurred and the patient was intubated. It was suspected that the patient had a cardiac tamponade. The decision was made to drain the effusion; however, it was observed that there was no pericardial effusion. The patient continued to code until the patient's family requested all attempts to cease. The patient passed away. The cause of death was attributed to a pulmonary embolism.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of cardiac arrest and death was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the official cause of death was the cardiac arrest. The cause of cardiac arrest could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances where CPR/resuscitation and pericardiocentesis were performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: in the absence of additional clinical information related it is not possible to determine the exact cause for the cardiac arrest. The cardiac arrest is most likely procedure related and not related to a device malfunction.